Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a nurse received a clean needle stick from the bd syringe¿ with needle, before use. It was reported that the needle was packaged without a cover. The nurse received a tetanus vaccine, due to the needle stick.

Manufacturer narrative:
Since no samples displaying the condition reported on the product are available for examination, we were unable to fully investigate this incident. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2025 (B)(6) 2017). Needles were assembled in machine nº4410, in lot #7045026 (B)(6) 2017). Research has found no problems, defects or qn related to the reported issue. We think that he needle shield could be lost during the packaging process due to low fitting force. The shield could be not well assembly and during packaging, this needle with low shield pull force, lose its shield in the needle feeder mechanism in the packaging machine. To avoid this situation, there is a needle length detector rejecting those that do not reach the specified distance. In this case, the needle was able to avoid preventive systems and become packaged normally. No sample or picture of the affected needle was returned. We could not confirm the reported issue. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. If samples are received in the future we can re-investigate this issue.